Event description:
An aneurx stent graft system was implanted in a patient, for the endovascular treatment of an abdominal aortic aneurysm 46 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that secondary intervention was performed 2 years post implant; however, reason for the intervention was not reported. Approximately 11 months ago, the patient had right leg ischemia with a femoral-popliteal bypass, as well as, a thrombectomy procedure 1 month ago. The patient had been doing well until the early hours the next day. At that time, the limb went cold once again and no flow was detected with doppler, despite being on therapeutic anticoagulation. Patient was brought back to the or for re-evaluation. A thrombectomy was performed where thrombus was removed from within the stent graft. The right limb of the stent graft had an acute angle with the native common iliac artery, resulting in the stent graft opening facing the wall of the native iliac artery. The catheter was brought down into the graft limb and performed another angiogram to further evaluate this. The first option was to attempt to straighten the stent graft out in this position with a balloon-expandable stent. An amplatz wire was introduced, and a balloon-expandable 10-mm x 0.4 cm stent was introduced and deployed directly across the opening of the aortic stent graft limb. This re-oriented the stent graft. At the completion of the procedure, both feet were warm and pink with good capillary refill and strong doppler signals. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: occlusion. Iliac artery had an acute bend. Patient: required secondary intervention.